Event description:
The customer states that one pregnant female patient generated a (B)(6) result ((B)(6) miu/ml) when tested by the architect anti-hbs assay. An umbilical cord sample also tested (B)(6). There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4) no consequences or impact to, (B)(4) (B)(6) result.

Manufacturer narrative:
No sample material was available from the customer site; therefore, to investigate this complaint, an in-house sample of the architect anti-hbs reagent (ln: 07c18-25, lot 08356lf00) was assessed. An active calibration curve was generated on one architect system and ten replicates of the negative control were tested as per customer release testing. All results were within passing (specificity) specifications. A review was carried out of the manufacturing and testing performed by the quality control laboratory prior to releasing the architect anti-hbs reagent for sale. No issues relating to this current customer issue were observed. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs reagent package insert contains information to address the customer's current issue. The current investigation concludes that the architect anti-hbs reagent, list number 7c18-25, reagent lot number 08356lf00, is performing acceptably. A product malfunction was not identified and no additional issues were identified during the investigation of this complaint.